Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male, and the baseline age is 77 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿artefacts in 1.5 tesla and 3 tesla cardiovascular magnetic resonance imaging in patients with leadless cardiac pacemakers.¿ journal of cardiovascular magnetic resonance (2018) 20:47. Doi.org/10.1186/s12968-018-0469-4. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding leadless cardiac pacemakers. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were artifacts seen on the images taken after the magnetic resonance imaging (MRI) examinations. There was also a ¿significant increase in sensing and impedances¿ seen after the MRI in some devices. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.